Event description:
It was reported that the autopulse platform did not perform any compressions after the "initializing" phase. Zoll representative indicated that multiple fully charged li-ion batteries were used. The platform is a demo device and there was no patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/04/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the load plate had holes in it and the lcd backlight was flickering. The platform was unable to undergo initial functional testing as it exhibited a user advisory (ua) 16 (timeout moving to take-up position) upon power on. A review of the platform's archive data was performed and found that multiple ua 16 codes and one fault 24 (timeout moving to 'home' position) code occurred on the reported event date of (B)(6) 2015. No parts needed to be replaced to remedy the reported complaint of the platform not performing any compressions after the "initializing" phase. However, the drivetrain motor brake was cleaned to remedy the reported complaint. The platform underwent and passed all final functional testing. The reported complaint of the platform not performing any compressions was confirmed through both review of the platform's archive (with ua 16 codes observed on the reported event date) and upon initial functional testing of the platform. The root cause was determined to be the drivetrain motor brake seizing and not opening. The drivetrain motor brake was cleaned, remedying the reported complaint.